Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 failed and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer, unplugged and plugin the power cable, opened the back panel and checked; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed due to a missing magnet from the insert inseparable. The field service engineer replaced the inseparable and tested the drawer using the hardware test application to resolve the issue. The system functioned as intended after field service engineer repaired the device.